Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the reference valve to resolve the issue. (B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous ion selective electrode (ise) patient results on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.